Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable due to not charging her scs system in approximately two years. An sjm representative met with the patient and confirmed the ipg was unable to communicate with external devices. Surgical intervention took place on (B)(6) 2015 at which time the patient's ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.